Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for gastric stimulation. It was reported that the implanted neurostimulator (ins) was difficult to implant due to a lack of surface area. A surgery was scheduled for (B)(6) 2019 to potentially revise the issue. No further complications were reported or anticipated.